Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an issue occurred when the new vanta device was interrogated with a tablet, resulting in an invalid data message with code 00 01 00 bb. The caller, who was involved in the procedure, selected continue and start usage, which allowed them to proceed into the session. After entering the patient information and exiting the session, the device was re-interrogated, confirming that there was no error message and the data was retained. The troubleshooting steps taken during the call resolved the issue. Additional information was received from the manufacturer representative (rep). Rep reported the event was solved on the same day during the battery replacement and only took one minute to be solved.